Event description:
A customer contacted baxter's technical service center reporting gaps of air in the patient line during a low drain volume alarm a home choice (hc), this situation occurred during drain 1. The technical service representative (tsr) instructed the caregiver (cg) to ensure the patient line clamp was open, slide it down the line a few inches, closed and reopened the transfer set several times, ensured no tape on the drain line, patient line or exit site of catheter, ensured the transfer set was not tucked into clothing and followed the line looking for kinks, air or fibrin. The cg noted the air in the patient line. The tsr assisted the cg with ending therapy. The cg would start over with new supplies. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012, regarding the low drain volume alarm and the air in the line. Per the cg, the low drain volume alarm was due to a little amount of fluid in the home patient (hp)?s tummy and that is why there was air in the line. The cg stated he contacted the peritoneal dialysis nurse (pdn) regarding the alarm/air. The cg stated they started over with new supplies and resumed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for low drain volume alarm is confirmed due to the air in the patient line described by the caregiver, which is a known cause of the alarm. The source of the air is undetermined.